Manufacturer narrative:
Bd had not received any sample or photo from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was performed for the incident lot and no issues were observed. Without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that while collecting a patient's blood, a phlebotomist attempted to fill a blood tube when noticing blood was flowing from the 21 g x 1.25 in. Bd eclipse¿ blood collection needle with luer adapter sleeve. The user removed the tube from the sleeve but blood kept flowing from the back-end needle. Blood then contaminated the patient's arm, floor, table and user's trousers. There was no report of serious injury or medical intervention.